Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure. The fse replaced the usm to resolve the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotic system presented a recoverable fault code 319 on arm 3. The system presented options to deactivate arm 3 and/or restart the system. After troubleshooting, the customer deactivated the arm and decided to proceed with the surgery using 3 arms. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the system initially powered on with errors.